Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the pump shutting off. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.